Event description:
It was reported that a patient with a 25mm mitral valve underwent a valve-in-valve procedure after an implant duration of 11 years, 11 months due to pannus, severe stenosis, and moderate regurgitation. A 26mm transcatheter valve was deployed with no issues and patient left the room in stable condition. As reported, per physician, the surgical valve did not fail prematurely and performed as intended.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional narratives. Updated h6 per new information received.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may or may not require intervention. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 11 years, 11 months due to pannus, severe stenosis, and moderate regurgitation. As reported, per physician, the surgical valve did not fail prematurely and performed as intended.